Event description:
Healthcare professional faxed to report ¿rupture/deflation¿. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional faxed to report ¿rupture/deflation¿. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.